Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial septal defect appears to be related to procedural conditions (patients challenging anatomical condition of an existing posterior leaflet prolapse and visualization limitations during maneuvers related to advancement and/or removal of the steerable guide catheter through the septum that may have contributed to the tearing of the septum). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip device is filed under a separate medwatch report.

Event description:
This is filed to report the septal tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was an existing posterior leaflet prolapse noted. Imaging was noted to be poor. After advancement of the first clip delivery system (cds) below the leaflets, the clip became caught in the chordae. Troubleshooting was performed which enabled the clip to be freed from the chordae and successfully deployed; however, two of the chordae were observed to be broken. 2 clips were implanted and the final mr grade was 2-2+. Post procedure, it was observed on echo that the septum was torn. There was no resistance reported during use of the steerable guide catheter (sgc). No treatment was performed. No additional information was provided.